Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the scope socket due to wear associated with user handling and the age of the device. In addition, failure of the maj-1933 may be a contributory factor since the error was temporarily resolved upon replacement of the maj-1933. As stated in the instructions for use, as a preventive measure, "never apply excessive force to connectors. This could damage the connectors."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was tested and passed all functional tests with no error codes generated. The evaluation found that the output socket was loose and replacement of the socket required in order to resolve the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly

Event description:
A user facility reported to olympus that an unresolvable error code "b30" was generated. The problem, as reported to olympus, occurred during preparation for use. The intended procedure was completed without delay using a different device. There was no patient injury, associated with the problem, reported to olympus.